Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. Traces of corrosion were noted at the display assembly per visual inspection. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer's mother called stating that customer is receiving button error alarm. Customer's blood glucose was 462 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.